Event description:
Customer reported that the emax 2 does not turn on.(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by a technician, functional testing was performed and revealed the wiring was damaged, the motor flex was defective, the air pump did not stop, the motor made loud noises, the hose was torn, and the locking mechanism was defective. This was attributed to normal wear. The motor flex, motor, hose, and locking mechanism parts were replaced. The device was repaired and returned to the customer on 05/03/2013.